Event description:
It was reported by a customer on (B)(6) 2007, the fiber broke at 153,000 joules. The customer had no further details as to where the fiber broke. No pt injury was reported.

Manufacturer narrative:
The info received indicated an MDR was required on (B)(6) 2011.